Event description:
It was reported that during a percutaneous coronary intervention ( pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal right coronary artery (rca). The 12mm x 3.0mm maverick 2 balloon catheter was advanced for pre-dilatation and inflation was performed 2 times to unknown atms. During the third inflation, the balloon ruptured at unknown atms. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention ( pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal right coronary artery (rca). The 12mm x 3.0mm maverick 2 balloon catheter was advanced for pre-dilatation and inflation was performed 2 times to unknown atms. During the third inflation, the balloon ruptured at unknown atms. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: an initial visual examination of the balloon identified no tears. However, during attempts to inflate the balloon a pinhole leak was identified at the distal edge of the distal markerband. A detailed microscopic examination of the balloon material and of the distal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).